Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog. Observed creases in the device. Observed red particles in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of seroma - late and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "foreign body granulomas" seroma.

Event description:
Healthcare professional reported left side "folds" and "increase in the anteroposterior diameter." Patient's representative later reported "pain", "and horrible spasms in the chest region and throughout the body", "folding of the silicone in various parts, fibrosis and seroma", "having developed depression, anxiety" and "minimum chronic inflammation and foreign body granulomas." Further reported was fibromyalgia which has been deemed not related to the device. The device has been explanted.